Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) powered on with the blank lcd was confirmed during the functional testing. The root cause of the reported complaint was a defective processor board, likely caused by a defective component. The reported complaint of "the autopulse platform displayed an unknown error message" could not be verified during the testing. Because the platform failed to boot up during the testing, and the archive data could not be downloaded due to a defective processor board. During visual inspection, unrelated to the reported complaint, a hairline crack on the front enclosure was observed. This type of physical damage was likely attributed to mishandling such as a drop. The front enclosure was replaced to address the physical damage. During initial functional testing, the platform does power on but failed to boot up, thus confirming the reported complaint. To remedy the reported issue, the processor board was replaced. Unable to recover data archive due to defective processor board. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
During the shift check, upon powering on the autopulse platform (sn (B)(4) ), the customer noticed that the lcd display was blank. Also, the crew noticed an unknown error message before the display became blank. No patient involvement.